Manufacturer narrative:
(B)(4). Batch # t5a85h. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a colon resection, the device failed to staple for the doctor. Device would not deliver staples. Surgeon sutured bowel closed. No patient injury. The procedure was completed successfully.